Event description:
It was reported by the customer that they received 3rd degree burns after using the product for approximately one hour.

Manufacturer narrative:
Result: event took place in (B)(6) 2010, but was reported to manufacturer in (B)(6) 2011. As the exact devices involved in the alleged incident cannot be determined, manufacturer will not be able to evaluate product.